Event description:
It was reported while using the bd panel phoenix nmic-311 no mic was given for the drug ceftolozane/tazobactam (c/t) for a patient, e. Coli, isolate (504522864275). No health impact or consequence reported. Report 4 of 4.

Manufacturer narrative:
G5. PMA / 510(k)#: k020322 k022129 k023444 k023634 k023858 k024153 k031530 k031699 k031912 k032299 k032567 k032655 k033362 k033560 k041384 k042932 k052269 k060214 k060217 k060257 k060444 k060447 k061327 k061355 k062207 k062944 k063301 k063486 k063573 k063811 k063824 k071623 k123404 k132674 k132909 k151320 k173252 k190905 k163637 k173523 k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd panel phoenix nmic-311 no mic was given for the drug ceftolozane/tazobactam (c/t) for a patient, e. Coli, isolate (504522864278). No health impact or consequence reported. Report 4 of 4.

Manufacturer narrative:
Investigation summary: this complaint is for no mics for ceftolozane-tazobactam (CT) with escherichia coli and klebsiella pneumoniae when using phoenix panel nmic-311 (catalog number 449452) batch number 4044911. The customer did not return phoenix generated lab reports, panels or isolates but provided binary files for the investigation. To investigate, three retention panels each of complaint batch 4044911 were inoculated with in house isolates e. Coli a35218 and k. Pneumoniae a700603 and placed a phoenix m50 machine to evaluate for CT mic results. Also, one control panel each from the same material but different batch were inoculated with in house isolates e. Coli a35218 and k. Pneumoniae a700603 and placed a phoenix m50 machine to evaluate for CT mic results. All panels returned the expected results for CT. This complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.